Event description:
Patient had intitial catheterization with coronary stenting. Had 10 point hct drop over next 48 hours, required re-cath on. Post procedure became acutely unstable, taken for emergent CT -> diagnosed acute retroperitoneal bleed. Patient taken to operating room for vascular repair.